Manufacturer narrative:
Pt information was not available at time of this retrospective report. The software was reinstalled and the system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies.

Event description:
A site representative called in to report that the software was not responding. The issue was resolved after exiting and re-launching the software. The case continued as planned with no impact to pt.